Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, inflation of the balloon catheter in the right superior pulmonary vein (rspv) was not performing as expected. The balloon catheter was then removed, where it was noted there was a bend at the distal end of the shaft. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.